Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the button panels on the front enclosure are damaged. There were no reports of patient involvement at the time of the damage.